Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support to reset the pump, which resolved the issue, and was advised to continue using the pump and to contact support if the malfunction recurred.